Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test and off no power test. No battery out limit alarmed from the pump. The pump was received intermittent button response due to moisture damage at keypad traces. No button error alarmed. No moisture damage was found inside the pump. The pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and missing endcap sticker. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that she walked her dog out in the rain. The customer stated that she received a battery out limit during normal use. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.